Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by (B)(6) on (B)(6) 2017: one sbc board (p/n: pcb3207a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom could not be d uplicated. The sbc board was placed in a known-good ht70 test bed. The unit was power cycled 40 times. During each power cycle the unit would briefly flash a blue screen, but would successfully complete post. No fault was found with the board. The sbc board was scrapped after the investigation.

Event description:
It was reported that during use on a patient the ht70 ventilator screen froze. The patient was manually ventilated via an ambu bag until an alternate ventilator arrived. The patient was not harmed or injured as a result of the event. A non covidien service engineer inspected the device and found the reported issue occurred once in 30 times start-ups. The screen remained black but the ventilation indicator lit. The power switch was pressed for 2 seconds but the condition didn't change. Internal battery cable was removed then it shut down. The ventilation cessation is unknown. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4). A non covidien service engineer inspected the device and found the reported issue occurred once in 30 times start-ups. The screen remained black but the ventilation indicator lit. The power switch was pressed for 2 seconds but the condition didn't change. Internal battery cable was removed then it shut down. The ventilation cessation is unknown. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use on a patient the ht70 ventilator screen froze. The patient was manually ventilated via an ambu bag until an alternate ventilator arrived. The patient was not harmed or injured as a result of the event.